Event description:
General report rec'd of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver unspecified medications at unspecified rates. After unspecified lengths of time after the deliveries were started, the customer contact reported that no flow of solutions were noted. It was reported that kinks were noted in unspecified locations of the tubing sets. The customer contact reported that this was a reported procedure error; however, no specific details were reported. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.